Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the ami cut off for one (1) patient, generated by the unicel dxc 600i access immunoassay system. Subsequent testing of the patient's sample(s) re-produced the elevated results on the same instrument while repeat testing on another methodology produced lower results that matched the clinical picture of the patient. The customer sent the patient sample into customer product line support (cpls) for further investigational testing and interference testing. Any affects to patient or user are unknown to date.

Manufacturer narrative:
The patient samples were collected in plasma sample tubes. Centrifugation information has not been supplied to date. Qc and system check information has not been supplied to date. The customer did not indicate whether service was dispatched or not. Cpls testing confirmed heterophile like interference in the patient's sample which is known to be the root cause of this event.